Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 75% to 5% after being connected to a power source. In addition the customer was unable to charge the pump following the battery drop despite the attempt of multiple wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was indicated that the customer would continue to use the pump until the replacement pump was received.